Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during an unknown procedure, unformed staples deployed after firing. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.